Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Please note: in 2007, a gore excluder aaa endoprosthesis contralateral leg component (pxc141400/lot #05206224 was implanted then explanted. Also implanted were a gore excluder aaa endoprosthesis contralateral leg component (pxc141000/lot#05169445/registration number 2953161) and two gore excluder aaa endoprosthesis trunk-ipsilateral leg components (pxt281414/lot #05080909/registration number 2017233 and pxt281414/lot #05267532/registration number 2017233).

Event description:
In 2007, a gore excluder aaa. Endoprosthesis contralateral. Leg component was inadvertently implanted outside of the contralateral gate of a gore excluder aaa endoprosthesis trunk-ipsilateral leg component. A retroperitoneal incision was performed and upon removal of the contralateral leg component, the pt's right common femoral artery dissected. An aortouniiliac procedure was performed and a femorofemoral bypass graft was implanted. It was reported that the pt tolerated the procedure.